Event description:
It was reported that two days post-op a laparoscopic gastric band procedure, the patient returned with vomiting. An upper gi was performed and a blockage was found. In 2009, the patient was admitted to the hospital and returned to surgery. An abscess next to the band was found and the band was removed. A culture was sent to pathology and it was determined to be a staph infection. The cause of the infection is unknown. The patient is doing well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.